Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level went up to 568 mg/dl. She treated her blood glucose level with a manual injection. The customer had issues with the infusion set. The customer delivered another bolus but received a second no delivery alarm with the same infusion set. The device was not returned.